Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, product hardened too quickly. Product was mixed according to directions. Immediately passed to surgeon after mixing and surgeon immediately started to inject into cyst. Surgeon was able to inject approximately 2cc of the product before it hardened beyond usability. The product was too hard, after less than 3 minutes had passed after mixing, for even the mechanical assist in the syringe to work. Mixed a second unit (same lot) in the same fashion, with the exact same result. Surgeon used dbx putty to finish the case. No patient complications.